Manufacturer narrative:
Return qty (B)(4), 25065, 30k fsi-sli-10s fg-lh, 00136224 bul per mfg. Date. Test method / (B)(4). Inductance: gauge ID# (B)(6). Due: (B)(6). 2026 result 3.03. Meets spec. Does not meet spec. N/a. Tip condition: meets spec. Does not meet spec. N/a. Stack condition. Meets spec. Does not meet spec. N/a. Tested on: g130 gage ID# (B)(6). Due date: (B)(6) 2026. Set pressure: 35 psi. Water flow: output: 35 psi. Meets spec. Does not meet spec. N/a. Spray: meets spec. Does not meet spec. N/a. Water leak: hp sealing ring. Proximal ring. Distal ring. Seam leak. N/a. Vibration: meets spec. Does not meet spec. N/a. Grip condition: meet spec. Does not meet spec. N/a. Other visual observation: insert tip is clogged, no water flow. Alleged event: confirmed. Not confirmed.

Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins,pkd is alleged that it is overheating and no water coming out. No injury.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.